Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6 (type of investigation). H11: corrected data: h6 (device code(s)).

Event description:
It was reported and learned through implant patient registry and investigation that a 27mm 7300tfx mitral valve was explanted after an implant duration of 8 years, 3 months due to calcification, severe stenosis and regurgitation. The patient presented with increase shortness of breath and chest pressure with activity. The explanted device was replaced with a 29mm 11400m mitral valve. The patient was transferred to cardiac ICU post procedure and discharged on pod #29. Hospital pathology report: gross exam only of mitral valve, the device appear intact with no defects noted. The adherent soft tissue shows moderate scattered calcification. Final diagnosis: fibrous tissue with focal calcifications, foreign body giant cell reaction to polarizable material.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 8 years due to severe stenosis and regurgitation. The patient presented with increase shortness of breath and chest pressure with activity. Procedure not scheduled yet.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through implant patient registry that a 27mm 7300tfx mitral valve was explanted after an implant duration of 8 years, 3 months due to severe stenosis and regurgitation. The patient presented with increase shortness of breath and chest pressure with activity. The explanted device was replaced with a 29mm 11400m mitral valve. The patient was transferred to cardiac ICU post procedure and discharged on pod #29.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including hyperlipidemia and coronary artery disease. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.